Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no info" (no info). Product problem(s): "irrigation continued even after taking the foot off the footswitch" (no code available). The customer reported irrigation continued even after taking the foot off the footswitch. No pt impact was reported. Additional info was requested.